Manufacturer narrative:
The results of the investigation concluded that a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. Tearing in the seals is consistent with damage during use. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause for the reported and confirmed leak is consistent with damage during use.

Event description:
During an atrial fibrillation procedure, an air leak occurred. Following transseptal access and removal of the needle and wire were from the sheath, the hemostasis valve did not close and air was aspirated. The sheath was replaced and the procedure was completed with no adverse patient consequences.